Manufacturer narrative:
The device was returned to zoll medical corporation. Internal evaluation of the device observed fluid ingress. The investigation deemed the device to be compromised an unrepairable. The device was forwarded to be scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.